Event description:
Customer stated the instrument removed more weight than programmed. The customer stated it was believed the instrument removed about 1kg more ultrafiltrate than expected and 1 l of saline was given to the pt after the dialysis treatment. There was no other intervention and no other effect on the pt.